Event description:
It was reported that the wheel of the ventilator was broken. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the wheel for the ventilator cart was broken. The provided picture confirmed the broken wheel. Our field service engineer (fse) repaired the ventilator cart with new wheels and the ventilator was then put back into service. The broken wheel was not returned for investigation, therefore the root cause of the reported issue has not been determined.

Event description:
Manufacturers ref: #(B)(4).